Event description:
Original date of surgery was (B)(6) 2011 and no complications were observed. On (B)(6) 2011, it was reported to oticon medical that the pt had hit his head at the surgical site while getting out of car. The trauma resulted in loss of osseointegration.

Manufacturer narrative:
Implant was not rec'd at the date of this report. There are no indications that the occurred is a result of mfg or component failure.